Event description:
Additional information was received and the surgeon confirmed that this event is not an endophalmitis case and that postoperative inflammation is within the expected range. The surgeon indicated that there is no causal relationship with the reported event and the intraocular lens. It was reported that the patient's symptoms have improved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported keratic precipitates were observed on the back of the cornea of the left eye following an intraocular lens implant procedure. The surgeon suspects aseptic endophthalmitis and uveitis. The surgeon performed a subconjunctival steroid injection; however, the patient's symptoms are continuing. Additional information has been requested. A product sample is not available because it remains implanted in the patient's eye.

Manufacturer narrative:
The product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. The manufacturing investigation has not identified a root cause to date; however, the surgeon indicated on follow-up that postoperative inflammation is within the expected range and that there is no causal relationship with the intraocular lens. Based on a review of complaints received, a signal for post-operative inflammation was identified for the reports country of origin. Manufacturing investigation pointed to the difference in manufacturing processes for the countries market and multifocal lenses as a potential differentiator. Based on the reported complaints, voluntary market hold and issuance of the market caution letter has been instituted against the impacted product within the identified market. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(4) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(4). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4)market and advising surgeons in (B)(4) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).